Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue as there was not a low tank available. The fse reported that this is typically related to an issue with the helium regulator. The customer agreed that the fse should replace the helium regulator, so it was replaced as a precautionary measure. The fse then performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would indicate "low helium" on a low tank that is in the green (on the analog gauge) during autofill. No patient harm, serious injury or adverse event was reported.